Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure the unit intermittently dropped the signal. It was further reported that the procedure was completed.